Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted the device returned to the technician for additional evaluation due to a failed repair test. In addition, error codes in relation to cell undervoltage and e- 282 int_li_ion_depleted were recorded in the device event log. The root cause isn't confirmed at this time. If any additional information is received, a follow-up report will be filed.